Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, resistance primary biopsy channel" involving pentax model eg-2990il/serial (B)(4). Additional information received from the facility contact confirmed the event occurred during the procedure (treatment) and there was no delay, no adverse events occurred, and the patient would not be recalled for further screening. The procedure was not able to be completed with the device. A 18x8 conmed 3-step esophageal pep balloon dilator was used during the procedure. The device was returned to pentax. Pentax service inspectional findings included: primary operation channel crimped at biopsy inlet t-piece, passed dry leak test, bending rubber glue cracking at insertion tube side, bending rubber glue cracking at distal side, passed wet leak test, hole in # 1 remote control button cover, bending rubber mild discoloration, hole in # 2 remote control button cover. Repairs were performed on the device which included replacement of the following components: o-rings and seals, distal end assy with tubes, adjusting collar, bending rubber, angle wire, the device was shipped back to the facility on 07/07/2021.